Manufacturer narrative:
Additional information was received that the x-ray revealed lead migration. It was also reported that the patient was experiencing most of the stimulation on his ribs.

Event description:
A report was received that the patients ipg was non-functional and could not be charged. The patient will undergo a revision procedure.

Manufacturer narrative:
Should have been (B)(6) 2017. Additional information was received that no device malfunction was suspected and no further information could be obtained.

Event description:
A report was received that the patients ipg was non-functional and could not be charged. The patient will undergo a revision procedure.

Event description:
A report was received that the patients ipg was non-functional and could not be charged. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the physician repositioned both of the leads which had migrated. The patient was doing well postoperatively.

Event description:
A report was received that the patients ipg was non-functional and could not be charged. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that x-ray revealed that only one lead had migrated. The patient will undergo lead revision procedure.

Event description:
A report was received that the patients ipg was non-functional and could not be charged. The patient will undergo a revision procedure.